Event description:
It was reported that the shunt in half while inside the coronary. The surgeon removed the shunt as normal, this is when the scrub nurse noticed that it was cut in half. The surgeon had to take down the anastamosis, remove the remaining piece of the shunt and re-do the anastamosis.